Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal set up joint (psuj) to resolve the repeated recoverable errors. The system was tested and verified as ready for use. Isi has received the psuj, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the remote procedure log showed a hysterectomy ¿ benign procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 32100 - ac hardware current/voltage monitoring no image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 2 faulted with recoverable fault 32100. The customer stated that when they recovered the fault it returned. The technical service engineer (tse) reviewed the system logs and confirmed the error on armnet 2. The surgeon was using three arms. The tse had the customer bring the other arm in, move usm2 out of the way and disable usm2. The customer continued with the procedure and requested the field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the arm was working initially. The customer stated that the issue occurred well into the procedure/about halfway. The customer informed that the surgeon only needed three arms and arm 2 was disabled and replaced with another arm. The arm was not used at all for the remainder of the procedure. The customer stated the procedure was completed robotically.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) involved with this complaint and completed the device evaluation. The psuj unit was tested and the 32101 error was replicated on the system. The psuj was moved to the test platform where it failed the horizontal brake tests. It was noted to be a communication issue. After changing axes controller (acu), it passed all tests. The unit was retested with the defective acu and failed again. As a fix, the acu will be replaced.

Event description:
Refer to h10/h11 for follow-up information.